Event description:
It was reported that post-sensed t-wave oversensing (pstwos) was noted on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. Additionally, the rv lead exhibited decreased sensing. Programming changes were performed to resolve the issue. There were no patient consequences reported.